Event description:
It was reported to philips that system was unable to perform anterior oblique movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the lab's geometry controller was in the control room and the procedure was completed by using the second controller. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform anterior oblique movements. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse found that the procedure room controller was broken. To resolve the issue, the fse exchanged the control room table controller with the broken procedure room controller and suggested the replacement of the control room tso. However, the customer didn¿t respond to the replacement request. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported anterior oblique movements issue didn¿t impact on the completion of the procedure. The procedure was completed as planned on the same system by using the second controller, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.